Event description:
On (B)(6) 2014, the patient contacted animas alleging their blood glucose (bg) was 582 mg/dl with extreme drowsiness, difficulty waking up, confusion, and polyuria. The patient reported they were hospitalized. The patient noted they remained on the pump during hospitalization. The basal and bolus histories were reported to accurately correlate to the basal and bolus amount in the total daily dose record; the active basal program was reported to match the basal history. The patient noted the pump¿s date setting was incorrect. The patient stated an alarm was not acknowledged in a timely manner. This complaint is being reported because the alleged bg excursion was related to a use error issue of not clearing an alarm which can affect insulin delivery. There was no indication of a pump malfunction that contributed or caused the reported bg excursion.

Manufacturer narrative:
The device is not being returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.